Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Customer returned no sufficient test strips to evaluate. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 96 to 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 172 and 190 mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 09/14/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer calling in stating that his true metrix air meter is reading high results for him. I asked the customer how he is feeling and he stated that he is feeling well without any symptoms pertaining to diabetes. The customer stated that his normal blood glucose range is 96-140 mg/dl fasting. I ran a back to back blood test with the customer with a blood result of 173 mg/dl fasting and then a 190 mg/dl fasting immediately after. I verified that the test strips were opened on (B)(6) 2016 and are being stored in the bedroom. Customer stated that the time and date were correct on the meter. The customer is currently taking tresiba 16 units once a day.